Event description:
Facility called. Meter shows e-4. No adverse event reported.

Manufacturer narrative:
Lcd fault. (B)(4). Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd; poor solder connection on lcd.